Manufacturer narrative:
Block b3: exact date unknown, event occurred spring of 2022 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5084830, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7074295, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulation (scs) replacement procedure. Patient is recovered postoperatively. The explanted device unable to return products.